Manufacturer narrative:
B3. Date of event: exact event date is unknown, therefore first day of the bsc aware month was selected.

Event description:
It was reported via the patient with this inflatable penile prosthesis that this was the second occurrence that the pump stayed flat and would not refill. The patient stated that he had resolved this issue the first time after troubleshooting. However, the issue was not resolved this time despite of attempting all the troubleshooting techniques. He believed that the there is a kink in the tubing and stated he will be following up with the physician for evaluation in a few days. The patient service specialist provided the post operation guide to the patient. No patient complications were reported, and no further information was provided.